Event description:
It was reported that on 23may2019 the log files were sent for pump stoppages on both the power module and batteries. X-rays and log files sent to engineers. Phase to phase short was suspected. Hcp refused an external repair as they had 0% success with repairs. A pump exchange was performed 24may2019 via subcostal incision. No additional information will be provided by the account. It was stated to reach out to technical services for log files and x-ray attachments if needed for investigation. The account will not provide follow up or additional information.

Manufacturer narrative:
Device evaluation: the evaluation of pump confirmed internal driveline wire damage that would have contributed to the reported alarms and pump stoppage events captured in the submitted log file. Pump was returned assembled with the driveline (dl) severed approximately 2.5¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 27.5¿. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump outlet port. The sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity was performed on the returned portions of the driveline and all wires were found to be electrically intact. No discontinuities or shorts were induced during this test, even with manipulation of the driveline. Portions of the bionate cover were discolored; however, no signs of damage were observed. Areas of breakdown in the metal braided shield were observed at the base of the metal connector and approximately 2.5"-3.5", 4.5", 9", 10", 13", and 16" from the metal connector. Visual inspection of the pump-end dl segment revealed breaches to the insulation of the red, brown, and black wires at the base of the pump housing. All of the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining portions of the dl revealed no obvious damage to the wires. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the red, brown, or black wires contacted the braided shield while the system was operating on a tethered power source, the resulting short to ground would have resulted in the pump stops that were confirmed through the submitted log file. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from two of the different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on . It was reported the patient experienced low flow alarms. Log file analysis noted pump stoppage events on (B)(6) 2019. On (B)(6) 2019, the site reported that the patient experienced further pump stops on both power module and batteries. X-rays and log files were sent to engineers. A phase to phase short was suspected. The account refused external repair. A pump exchange was performed on (B)(6) 2019 via subcostal incision. No additional information will be provided by the account.